Event description:
It was reported that a patient presented remotely via merlin.net. Examination of the patient's transmission revealed unspecified over-sensing of the patient's unresolved, true arrhythmia, which was found to be caused by loss of capture. Corrective programming changes were made to resolve the event. The patient was stable throughout and no additional patient consequences were reported.